Event description:
They were unable to interrogate the pump. They could not get telemetry inside or outside of the box. The pump was not implanted. There was reported to be no pt injury.

Manufacturer narrative:
(B)(4). Final analysis of the pump revealed miscellaneous underinfusion at max rate only- undetermined root cause.

Manufacturer narrative:
(B)(4). Device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Manufacturer narrative:
Final device analysis revealed no anomaly found for the pump.